Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a percutaneous nephrolithotomy procedure on (B)(6) 2012. According to the complainant, the device was removed from its packaging and placed on a sterile field until it was ready to be used. During use inside the patient the physician noticed on camera that there was a thread/fiber located between the cage of the basket and the sheath. The device was removed from the patient, the thread was removed from the device and the physician continued to use the device in the patient to complete the procedure. No part of the thread remained in the patient. It is unknown whether the device was inspected before it was used and there was no damage noted to the device packaging. There were no patient complications as a result of this event and the patient's condition post procedure was okay.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a percutaneous nephrolithotomy procedure on (B)(6) 2012. According to the complainant, the device was removed from its packaging and placed on a sterile field until it was ready to be used. During use inside the patient the physician noticed on camera that there was a thread/fiber located between the cage of the basket and the sheath. The device was removed from the patient, the thread was removed from the device and the physician continued to use the device in the patient to complete the procedure. No part of the thread remained in the patient. It is unknown whether the device was inspected before it was used and there was no damage noted to the device packaging. There were no patient complications as a result of this event and the patient's condition post procedure was okay.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a percutaneous nephrolithotomy procedure on (B)(6) 2012. According to the complainant, the device was removed from its packaging and placed on a sterile field until it was ready to be used. During use inside the patient, the physician noticed on camera that there was a thread/fiber located between the cage of the basket and the sheath. The device was removed from the patient, the thread was removed from the device and the physician continued to use the device in the patient to complete the procedure. No part of the thread remained in the patient. It is unknown whether the device was inspected before it was used and there was no damage noted to the device packaging. There were no patient complications as a result of this event and the patient's condition post procedure was okay.

Manufacturer narrative:
The fiber that was found on the suspect device was analyzed and determined to be polytetrafluoroethylene (ptfe) material. There is no ptfe in this configuration (fiber/thread) used in the zero tip manufacturing process. During manufacturing, the devices are 100% inspected for device functionality/integrity. Therefore, it is highly unlikely that the fiber became attached to the basket and was then packaged, and shipped to the customer. Furthermore, the device basket is examined a number of times throughout the manufacturing process for presence of foreign material. It is likely that the fiber became attached after the device was removed from the packaging at the customer location. Therefore, the most probable root cause for this complaint is handling damage.

Manufacturer narrative:
Analysis revealed that the original opened and labeled pouch was received for examination, along with the thread-like fiber. The zero tip retrieval basket was not returned for analysis. Residue was present on the fiber and the exact source of it is unknown. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned fiber and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.